Event description:
The 64 year old, male, in satisfactory condition underwent trans jugular placement of an inferior vena cava filter. After successful placement of the filter the 64 year old, male in satisfactory condition expired. Medical personnel became aware the device may or may not have been a direct cause of the event on 3/11/1993device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.